Event description:
The pt underwent a surgical procedure due to ineffective stimulation (reference MFR report: 1627487-2013-12854). It was reported subsequent to the procedure, the pt's incision site located at the ipg was opened after the pt slid down stairs. The incision site was cleaned and re-stitched. The pt is to f/u with her physician as the next course of action.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.